Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead dislodged from the ventricle into the atrium shortly after the implantation. Sensing of ventricular events had dropped and eventually disappeared. The lead was explanted and replaced. It was also reported that there is no allegation against this lead.